Event description:
Customer reportedly obtain blood glucose results of 389 mg/dl and 137 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, but strips are unavailable for return.